Manufacturer narrative:
The hardware and software investigation found that the reported event was related to a hardware issue. When the field generator is connected the cranial software it became unresponsive. The navigation tab had red status and displayed the following error "axiem emitter memory error." Diagnostics showed a fault on all 9 coils.this issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. Ha medtronic representative, following-up at the site, reported that the patient exam was deleted from the navigation system and is no longer available for further analysis. - 10/28/2015 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Navigation accuracy is shaky and not reliably solid. Order replacement emitter. - 10/29/2015 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Faulty emitter diagnosed from previous system check-out, replaced axiem emitter. Issue resolved. System performed as intended. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon alleged an approximate 3 millimeter inaccuracy when navigating inside of the sinuses. The registration was successful and surgeon verified accuracy which looked good on tip of the nose. There was no delay of therapy reported. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.